Event description:
It was reported, there was an erosion. An ulcer was created over the incision due to pressure. It was noted that the "whole device" could be seen since the day prior to the date of this report and that the incision "never looked like it healed properly." The patient was informed by a health care professional that the site "just needs to heal." The patient went to the emergency room the night prior to the date of this report and the site was cleaned and tegraderm was put on it. The health care professional thought that the device was deep enough or it should be removed. The patient had an appointment scheduled for the next day ((B)(6) 2012) with a health care professional who wanted to close the incision.

Manufacturer narrative:
Product ID, 3093-28 lot# v892719, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).